Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi." Customer's husband states that his wife has slurred speech and is behaving erratically. It was suggested that they seek medical attention immediately. Verified the strip s expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, hi. No adverse event reported.